Event description:
From staff: doing an ebus [endobronchial ultrasound] procedure with dr. [Redacted] and ebus needle was hard to flush specimen out of and unable to thread stylet back into ebus needle.